Event description:
Plaintiff alleges the development of a life threatening immediate hypersensitivity to latex as a result of her exposure to the latex gloves. Further alleges severe pain and suffering, incurring expenses for medical care and treatment, and will suffer wage loss and loss of earning capacity and loss of enjoyment of life. Plaintiff alleges the loss of support, services, and loss of consortium of his wife.